Event description:
Reporter stated that about a month ago, they experienced an issue with a dexcom g7 sensor that went bad. Reporter stated that they entered a code (possibly referring to sensor activation or pairing) but nothing happened after the input.